Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, this coil prematurely detached in the catheter during delivery. It was reported that when the coil was inserted through the hub, it went smoothly and then became stuck and detached in the microcatheter. As soon as it came fully out of the introducer sheath it separated from the pusher wire. Then entire system was removed and the procedure was started again with a new microcatheter and coil. No patient injury was reported.

Manufacturer narrative:
Codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was detached from the pushwire and missing. The tack weld replacement crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at several locations from the proximal end. During evaluation, the pushwire was broken distal to the break indicator for pulling back of the release wire; however, difficulty was encountered pulling back on the pushwire. The coin did not pull back from the lumen stop. The retainer ring appeared damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil was not returned for evaluation; therefore, any contributing factors could not be assessed. Based on the reported I nformation and analysis we are unable to definitively determine the cause of premature-detachment. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): warnings: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ also, ¿ if concerto¿ detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.¿ if information is provided in the future, a supplemental report will be issued.